Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing. It was further reported that the icm was protruding beneath the skin when the patient was wearing particular garments, and was noted that the icm was not conveniently placed. The device remains in use. No further patient complications have been reported as a result of this event.